Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no available history for the date of the complaint ((B)(6) 2011) as the history has been overwritten. Daily insulin delivery totals correctly reflect the programmed basal rates. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, the keypad was found to be torn at the up arrow keypad button and the audio bolus button was detached. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, all the keypad buttons were responsive when pressed. The keypad was removed for investigation and revealed visible contamination under the contrast button contact. No hypersensitive or inverted contacts were observed. The audio bolus button was found to be leaking. The pump cover was removed revealing moisture inside the pump.

Event description:
The reporter stated that on (B)(6) 2011 the patient experienced elevated blood glucose (bg) up to 515 mg/dl. The reporter denied any signs or symptoms of hyperglycemia. The reporter noted that the infusion set tubing had been leaking but the elevated bgs continued after a site/set change. Customer support (cs) reviewed the pump with the reporter and found that all settings and histories are correct. The reporter denied any bent cannulas, site issues, and air bubbles. She confirmed that at the time of the call to cs, a new vial of insulin had been opened and used. The reporter stated that there was some blood in the cannula after changing the leaking tubing, and noted that the patient's bg went down to 209 mg/dl after the site change but then again increased to over 500 mg/dl. The reporter stated that she was able to prime the pump without any issues. She noted that the patient had a skin rash that was being treated with benadryl. Troubleshooting indicated no mechanical issues with the pump; the pump is not being returned at this time, and there had been no further reported incident. This complaint is being reported due to the patient's alleged hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.